Event description:
A customer reported that during a photocoagulation procedure, the laser embedded in the system displayed a system message that could not be reset. An alternate system was brought in to complete the case. The delay was less than 15 minutes, and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The company representative examine the system and replaced the laser core module. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).